Event description:
It was reported that the image quality during fluoro would degrade, getting darker then grainy, then intermittently video would be lost.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty camera. System operates as intended.